Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results generated from alinity c processing module for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) co2 initial=22.5 mmol/l /repeated=22.3, 21.8 and 19.3 mmol/l /send to reference lab from second specimen=19.0 mmol/l potassium initial=8.07, 6.76 and 5.26 mmol/l /repeated=4.93, 4.91 and 4.92 mmol/l /send to reference lab from second specimen=4.1 mmol/l total bilirubin=16.3 umol/l /repeated=16.9 umol/l /send to reference lab from second specimen=21.0 umol/l laboratory reference range for total bilirubin=4 to 20 umol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent lot number 60167un23. The ict sample diluent used to analysis of electrolytes on alinity c processing module. The trend review by the product list number found no adverse or non-statistical trends related to this issue that requires further investigation. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6) or ict sample diluent lot number 60167un23.